Event description:
It was reported that during the surgery, this complaint product didn't spray saline water although the motor was working in high mode. But, this complaint product able to spray saline water in low mode, so the surgeon completed the surgery using this complaint product in low mode only. A 0-15 minutes delay occurred, because the surgeon finished the surgery using this complaint product in low mode only. During device evaluation, battery leaked electrolyte. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2: foreign: japan visual examination of the returned product identified functional testing found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found at least one of the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack. No other damage was found. DHR was reviewed and no discrepancies related to the reported event were found. The root cause is attributed to a manufacturing issue exacerbated by a design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.